Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that patient faced erythema across whole right side of abdomen, warmth, pain, cellulitis event requiring hospital admission. Since patient ran out of prescribed 6mm cannulas and used 9mm cannulas, which were not ideal as per the patient. No further information is available.